Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) computer was replaced. All files were transferred from local universal serial bus (usb) storage. All ip addresses were duplicated from the old the system and were verified as accurate. The imaging system then passed the system checkout and was found to be fully functional. The mvs computer has been received by the manufacturer, however analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that as the site was turning on the system and setting it up, the mobile view station (mvs) would not fully boot. There was a windows error stating " windows cannot start because files are missing". The site attempted restarting the system multiple times without any resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The mvs server failed bench testing. There was a windows error message at start up confirming the operating system was corrupted. A file which required installation with cd was missing. Analysis found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.